Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Not returned.

Event description:
It was reported that during a stent placement procedure in the sfa, the delivery system got blocked and the vascular stent could not be deployed. The device was removed without issue and another stent was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the retuned device confirmed the reported failure to deploy the stent due to the breakage of a force transmitting component. The condition of the returned device indicates the presence of excessive release force. Increased friction is considered the reason for increased release force and subsequent deployment failure. Potential factors that could have led or contributed to a deployment failure have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult anatomy as highly tortuous or calcified vessels may lead to increased friction and subsequent release force increase. In this case, the vessel was still slightly calcified after pre-dilation. Reportedly, a 0.018" guide wire was used which is considered another contributing factor to the reported event. The event also may be use-related as rough handling of the device can lead to friction increase and deployment failure. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." Furthermore, the IFU indicates that a 0.035" guide wire should be used.